Event description:
The emergency room doctor reported that up to six pt sodium results were too low. The doctor stated that an incorrect result of 123 mmol/l which repeated as 134 mmol/l would change the pt's entire treatment plan. No additional information was provided regarding the pt's consition. The field service rep. Found a faulty syringe on the instrument and repaired the instrument by replacing the syringe .